Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising shock impedance measurements (>125 ohms). The patient was seen in-clinic where diagnostic imaging was performed. Additionally, in-between provocative maneuvers, myopotential over-sensing was noted. Boston scientific technical services was contacted and recommended performing a 41j shock to verify the system integrity. Continued monitoring was also discussed. Additional information was received and the patient will continue to be remotely monitored on latitude. The rv lead remains implanted and in-service. The patient was stable with no adverse consequences.

Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising shock impedance measurements (>125 ohms). The patient was seen in-clinic where diagnostic imaging was performed. Additionally, in-between provocative maneuvers, myopotential over-sensing was noted. Boston scientific technical services was contacted and recommended performing a 41j shock to verify the system integrity. Continued monitoring was also discussed. At this time, the rv lead remains implanted and in-service. The patient was stable with no adverse consequences.